Event description:
A peritoneal dialysis (pd) patient¿s daughter reported a blank screen on the liberty select cycler, the patient rebooted cycler and the ok and stop keys lit up but the screen remained blank. Contact also stated they just brought cycler home yesterday and confirmed that nurse set up cycler and it was working. At home the patient was unable to start treatment due to blank screen. The fresenius tech support issued the patient another cycler. Upon follow up, it was confirmed that no patient adverse effects were experienced, and no medical intervention was required. The patient was able to complete treatment. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical a visual inspection of the returned cycler exterior showed no sign of physical damage. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel touch screen remained dark. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2414 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. The internal inspection of the cycler showed that there were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the encountered dried fluid could not be determined. Mushroom head check passed. Device history record ¿ symptom code lz01 (blank screen) enc ae11 (thermal decomp); per f a replaced front panel assembly 06/19/2024. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.